Event description:
Patient underwent revision due to pain.

Manufacturer narrative:
Conclusion and justification status: following investigation by bioengineering, notification was received that: root cause: undeterminable; there is insufficient information available to determine a root cause for pain. It is likely the cause of failure was an unknown combination of factors, such as device factors, patient factors, surgical technique or surgical procedure. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation.